Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 2 of 4. The home patient (hp) stated that the one of the supply bags became disconnected from the supply line. The technical service representative (tsr) had the hp the power cycle the hc. The hc alarmed system error 2367. The tsr had the hp the power cycle the hc. The hc proceeded to press go to start. The tsr informed the hp to start over with new supplies or to perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. The tsr instructed the hp to inform the registered nurse (rn) of system error 2240. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were not spiked and connected properly. The proper setup procedure was reviewed with the hp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp. The hp stated that they left the connection loose and caused the disconnection. The hp understood the proper setup procedure. The hp stated they did not have any injury or medical intervention from this incident. The hp stated they have been performing therapy successfully since the incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint, there was a loose connection between the supply bag and the cassette line. The cause was a loose connection. The label review found the labeling adequate for the use error in this complaint.